Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. The analyst commented that the lead was received with the stylet inserted. The stylet was not protruding from the lead; the stylet is not long enough to protrude from the distal tip.

Event description:
It was reported that the stylet was protruding from the tip of the lead during the implant procedure. The lead was not used. No patient complications have been reported as a result of this event.